Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of the atrial activity. As a result, pacing inhibition occurred. Technical services (ts) recommended further testing and reprogramming options. No adverse patient effects were reported. This lv lead remains in service.